Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00442 on 19-nov-2018. Additional information (28-nov-2018): siemens further investigated the event to determine the cause of the discordant, falsely elevated intact parathyroid hormone (ipth) results obtained on patient samples on the advia centaur cp instrument. The customer did not report further issues after service was performed by the customer service engineer (cse). There is no indication that a mechanical issue contributed to the discordant results; siemens determined that pre-analytical sample handling variables potentially contributed to the discordant, falsely elevated ipth results. The conclusion code in section was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran systems check and found no issues. The cse primed acid, base wash 1 and water. The customer ran precision testing with three repetitions and ran random patient samples. Precision testing was repeated by the customer after priming the system. The cause of the discordant, falsely elevated ipth results is unknown. The system is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated ipth results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The samples were repeated in triplicate on the same instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ipth results.